Manufacturer narrative:
Sharp edges on broken footboard.

Event description:
It was reported by service report that the footboard on an intouch bed was broken. There was pt involvement; however, no adverse consequences are reported.